Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The treatment for peritonitis was cefazolin administered intraperitoneally (ip) for 3 weeks (dosage and frequency not reported). The patient had recovered from peritonitis. The pd therapy was ongoing. Additional information was requested and was not available at this time. This is report 1 of 3.

Manufacturer narrative:
(B)(4). Date of event: the date of the onset of peritonitis was unknown, but was sometime in (B)(6) 2013. A review of all batch record documents was performed for potentially associated lot numbers h13h28025, h13i23099 and h13j03157 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up medwatch will be submitted. Same patient as (B)(4).